Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose reached 500 mg/dl while wearing the pod for less than an hour. The needle mechanism did not fully deploy as intended during activation. Leaking and skin irritation at the insertion site was also reported. As treatment the patient gave themselves a manual bolus and then replaced the pod. The patient has discarded the pod.